Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient infusion set tubing was leaking at the site, which cause the patient blood glucose was elevated to high, therefore patient had received correction injection via mdi. The infusion set was in use for more than one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.